Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number:(B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, (B)(4), was in use by the patient from (B)(6) 2017 until (B)(6) 2018 (77 days). We have reviewed the production records of the excor blood pump, (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The affected blood pump was brought to the manufacturer by the (B)(6) authorities and examined under their supervision. The pump was first submitted for an external CT examination, where an air cushion was detected between the air-side and middle layers of the blood pump. A minimal quantity of small particles was seen between the membrane layers. In addition, a slight imbalance of the stabilization ring was measurable. The blood pump was then tested for functional performance where no pumping function could be measured. The pump was then disassembled for further testing and the membrane layers were individually tested. A leak was detected in the air-side layer along the rolling radius of the stabilization ring. Furthermore, graphite agglomerates were found between the membranes. The middle and blood-side layers of the triple layer membrane were found to be intact. At the time of investigation, the membrane thickness including at the defect location was found to be within specification. The cause of the error is most likely the dislocation of the stabilization ring and the resulting graphite abrasion between the membranes which caused increased friction at points, and finally led to the defect in the air-side layer. As a result of this defect, air got in and formed an air cushion in the membrane interstices, causing the reduced pump performance (incomplete filling and emptying).

Event description:
On (B)(6) 2018, we were informed by the (B)(6) distributor about the following incident: during the early morning on (B)(6) 2018, the staff observed nearly no filling of the left pump of an excor pediatric patient supported in bivad configuration. The patient had a cardiac arrest. The clinic decided to change the patient from excor to centrifugal pumps that were connected to berlin heart cannula. Based on the information we received on (B)(6) 2018 by the distributor, the reason for the deterioration of the pump function was patient related. After changing to centrifugal pumps, the patient expired on (B)(6) 2018. This case was handled internally as an not-product-related adverse event by berlin heart and was determined not reportable based on the available information at the time of the event. The affected pump was returned to berlin heart on (B)(6) 2018 by the (B)(6) authorities, examined under their supervision from (B)(6) 2018 and this incident was determined to be reportable since one of the membrane layers was defective.